Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg) and the thing which the reported phenomenon had been occurred only when the subject device connected with evis 180 series videoscope, omsc surmised there was the possibility that the reported phenomenon might have been occurred due to the failure of the electrical circuit board of the subject device for the processing the signal of evis 180 series videoscope. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus (B)(4) (oekg) was informed from the user that the image of the subject device disappeared before the unspecified procedure. When the service department of olympus (B)(4) (oekg) heard and received that reported phenomenon, it was surmised it occurred due to the video connector failure. The service engineer of oekg will go and check the phenomenon at the user facility. There was no report of patient injury associated with this event. The user did not provide the other detailed information.